Event description:
It was reported that the customer was hospitalized for high ketones and high blood glucose of 341 mg/dl. Troubleshooting was performed. It was stated that the settings on the insulin pump were correct. However, the bolus timing was off on the device. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.